Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. The reported no bleed back from the marker lumen was not confirmed. The investigation determined the reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with an 8fr sheath after an interventional angiogram. Reportedly, the proglide was flushed during preparation and inserted in the anatomy for use. There was no pulsatile blood flow from the marker lumen; the device was removed and reflushed, yet still not pulsatile blood flow. After a third flushing and attempt to use the proglide, there was a little blood noticed but it looked like there was clotting blocking the marker lumen. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.